Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator generated multiple technical error code during patient use and that the ventilation stopped. The device failed to meet its specifications. There was no patient harm. There have been no adverse events sustained as a result of the issue. On-site investigation was performed by distributor field service engineer. According to received information, the control printed circuit board (pcb) was replaced to solve the issue. The replaced control pcb was returned for investigation. A visual inspection of the returned control pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device immediately started to generate multiple technical error codes. Ventilation and pre-use check could not be performed due to the generated technical error codes. Analysis of the generated technical error codes, provided device logs, and device logs from the simulated use testing indicates that there seems to be a communication error in the breathing subsystem, in which the control pcb plays an essential role. This communication problem could be due to a random component issue involved in the communication circuit on the control pcb. However, it was not possible to determine which specific component failed during the component analysis. The control pcb is part of subsystem breathing . The main responsibility is functions for the patient treatment; it contains electronics, including a microprocessor, responsible for inspiratory pressure regulation, which can be used during inspiration time in any mode. A defective control pcb may lead to stop of ventilation. In conclusion, the most probable cause for the reported issue in this customer product complaint is related to communication problems due to a random component failure on the control pcb.